Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the pyxis was not connected. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station initially failed to communicate and does not pull an ip address, despite testing with multiple network cables and wall jacks. A field service engineer traced the issue to the communication sled. When the network cable was connected directly to the docking board, the station successfully pulled an ip and connected to the server. After replacing the communication sled, only the mini drawer could be configured. The others appeared unassigned and failed to save during setup. Reimaged the station, verified the network and firewall settings, tested with a second sled, and replaced controller boards without resolution. Hardware test application (hta) diagnostics showed all drawers functioning correctly. The issue was escalated, and technical support specialist (tss) later deleted the drawers, allowing successful reconfiguration. The station was confirmed ready for pharmacy use, with all drawers now showing correctly in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis system was not connected and appeared as offline in remote smart service (rss). The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.